Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital infection female ("infection (gynecological infection leading to hospitalization),") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea(cramping)"), dyspareunia ("pain during intercourse/dyspareunia,"), migraine ("migraines/migraines/headaches"), fatigue ("fatigue,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), alopecia ("hair loss"), anxiety ("psychological problems (anxiety"), headache ("migraines/headaches") and pelvic pain ("pelvic pain"). In (B)(6) 2012, the patient experienced procedural pain ("following the removal surgery, suffered a painful post-operative recovery"). On (B)(6) 2013, the patient experienced fallopian tube diverticulosis ("bilateral salpingitis isthmica nodosa") and endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital infection female (seriousness criterion hospitalization), menstrual disorder ("abnormal menstrual bleeding"), the first episode of back pain ("back pain"), the first episode of cystitis ("bladder infections"), the first episode of vaginal infection ("vaginal infections"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), the second episode of cystitis ("infection (bladder and vaginal),"), the second episode of vaginal infection ("infection (bladder and vaginal),") with vaginal discharge, the second episode of back pain ("severe back pain") and abdominal pain ("abdominal pain"). The patient was treated with sertraline (zoloft), alprazolam (xanax), antibiotics, vicodin, ibuprofen, tramadol hydrochloride (ultram) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain lower, genital infection female, menstrual disorder, dyspareunia, migraine, procedural pain, fatigue, menorrhagia, bladder disorder, urinary tract disorder, alopecia, the last episode of cystitis, the last episode of vaginal infection, anxiety, headache, fallopian tube diverticulosis, endometriosis and pelvic pain outcome was unknown, the dysmenorrhoea and vaginal haemorrhage had resolved and the last episode of back pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube diverticulosis, fatigue, genital infection female, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, procedural pain, urinary tract disorder, vaginal haemorrhage, the first episode of back pain, the first episode of cystitis, the first episode of vaginal infection, the second episode of back pain, the second episode of cystitis and the second episode of vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes. (B)(6) 2013, surgical pathology report: bilateral fallopian tubes with uterus and cervix: cervix and endocervix: cervicitis and endocervicitis, chronic. Fallopian tube, right and left: bilateral salpingitis isthmica nodosa. Benign paratubal cyst. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, fatigue, hair loss, infection (bladder and vaginal), infection (gynecological infection leading to hospitalization), migraines/headaches, pain, psychological problems (anxiety), vaginal discharge, other injuries (endometriosis, bilateral salpingitis isthmica nodosa). Relevant lab data added. Concomitant, historical drugs and treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower abdominal pain') and genital infection female ('infection (gynecological infection leading to hospitalization),') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cannabis sativa (cannabis) from 2012 to 2013. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea(cramping)") and dyspareunia ("pain during intercourse/dyspareunia,"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and anxiety ("psychological problems (anxiety"). In (B)(6) 2012, the patient experienced genital infection female (seriousness criterion hospitalization), cystitis ("bladder infections"), vaginal infection ("vaginal infections") with vaginal discharge and procedural pain ("following the removal surgery, suffered a painful post-operative recovery"). In (B)(6) 2012, the patient experienced back pain ("back pain"), migraine ("migraines/migraines/headaches"), fatigue ("fatigue,"), alopecia ("hair loss") and headache ("migraines/headaches"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2013, the patient experienced fallopian tube diverticulosis ("bilateral salpingitis isthmica nodosa") and endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), abdominal pain ("abdominal pain") and complication of device removal ("complications from your essure removal procedure"). The patient was treated with alprazolam (xanax), antibiotics, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, opioids, sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain lower, genital infection female, menstrual disorder, dyspareunia, migraine, cystitis, vaginal infection, procedural pain, fatigue, menorrhagia, bladder disorder, urinary tract disorder, alopecia, anxiety, headache, fallopian tube diverticulosis, endometriosis, pelvic pain and complication of device removal outcome was unknown, the dysmenorrhoea and vaginal haemorrhage had resolved and the back pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, complication of device removal, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube diverticulosis, fatigue, genital infection female, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, procedural pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: removal details: preoperative and postoperative diagnosis: severe pelvic pain, endometriosis. Patient underwent a total laparoscopic hysterectomy with bilateral salpingectomy and diagnostic cystourethroscopy. There was endometriosis noted on the pelvic side wall and on the uterosacral ligaments. Under direct visualization, a 2nd 5-mm trocar was placed in the right lower quadrant and a 10-mm trocar was placed in the left lower quadrant. Using the thunderbeat device, bilateral tubes were desiccated and removed just distal to the essure implantation site. These tubes were delivered through the 10-mm trocar site and placed in the specimen. The proximal ends of the tubes with the essure device was intact, were then left in the uterus. In a stepwise fashion bilaterally, the uteroovarian ligaments, round ligaments, and fallopian tubes were desiccated and then cut. This was carried down to the broad ligament and the uterine artery bilaterally, which were desiccated and cut. The vesicouterine peritoneum as then taken down off the lower uterine segment and below our surgical site. In a continued fashion, the thunderbeat device was used to desiccate the remaining broad ligament, cardinal ligament, and uterosacral ligaments. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: full occlusion of fallopian tubes,total bilateral occlusion. Diagnostic results: (B)(6) 2013, surgical pathology report: bilateral fallopian tubes with uterus and cervix: - cervix and endocervix: cervicitis and endocervicitis, chronic. - fallopian tube, right and left: bilateral salpingitis isthmica nodosa. Benign paratubal cyst most recent follow-up information incorporated above includes: on 7-feb-2020: plaintiff fact sheet received : event added- complication of device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower abdominal pain') and genital infection female ('infection (gynecological infection leading to hospitalization),') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cannabis sativa (cannabis) from 2012 to 2013. In 2012, the patient experienced pelvic pain ("pelvic pain"). In september 2012, the patient had essure inserted. In september 2012, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea(cramping)") and dyspareunia ("pain during intercourse/dyspareunia,"). In october 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and anxiety ("psychological problems (anxiety"). In november 2012, the patient experienced genital infection female (seriousness criterion hospitalization), cystitis ("bladder infections"), vaginal infection ("vaginal infections") with vaginal discharge and procedural pain ("following the removal surgery, suffered a painful post-operative recovery"). In december 2012, the patient experienced back pain ("back pain"), migraine ("migraines/migraines/headaches"), fatigue ("fatigue,"), alopecia ("hair loss") and headache ("migraines/headaches"). In november 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2013, the patient experienced fallopian tube diverticulosis ("bilateral salpingitis isthmica nodosa") and endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), abdominal pain ("abdominal pain") and complication of device removal ("complications from your essure removal procedure"). The patient was treated with alprazolam (xanax), antibiotics, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, opioids, sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2012. At the time of the report, the abdominal pain lower, genital infection female, menstrual disorder, dyspareunia, migraine, cystitis, vaginal infection, procedural pain, fatigue, menorrhagia, bladder disorder, urinary tract disorder, alopecia, anxiety, headache, fallopian tube diverticulosis, endometriosis, pelvic pain and complication of device removal outcome was unknown, the dysmenorrhoea and vaginal haemorrhage had resolved and the back pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, complication of device removal, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube diverticulosis, fatigue, genital infection female, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, procedural pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: removal details: preoperative and postoperative diagnosis: severe pelvic pain, endometriosis. Patient underwent a total laparoscopic hysterectomy with bilateral salpingectomy and diagnostic cystourethroscopy. There was endometriosis noted on the pelvic side wall and on the uterosacral ligaments. Under direct visualization, a 2nd 5-mm trocar was placed in the right lower quadrant and a 10-mm trocar was placed in the left lower quadrant. Using the thunderbeat device, bilateral tubes were desiccated and removed just distal to the essure implantation site. These tubes were delivered through the 10-mm trocar site and placed in the specimen. The proximal ends of the tubes with the essure device was intact, were then left in the uterus. In a stepwise fashion bilaterally, the uteroovarian ligaments, round ligaments, and fallopian tubes were desiccated and then cut. This was carried down to the broad ligament and the uterine artery bilaterally, which were desiccated and cut. The vesicouterine peritoneum as then taken down off the lower uterine segment and below our surgical site. In a continued fashion, the thunderbeat device was used to desiccate the remaining broad ligament, cardinal ligament, and uterosacral ligaments. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2012: results: full occlusion of fallopian tubes,total bilateral occlusion. Diagnostic results: (B)(6) 2013, surgical pathology report: bilateral fallopian tubes with uterus and cervix: - cervix and endocervix: cervicitis and endocervicitis, chronic. - fallopian tube, right and left: bilateral salpingitis isthmica nodosa. Benign paratubal cyst quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), cystitis ("bladder infections") and vaginal infection ("vaginal infections"). The patient was treated with surgery (total hysterectomy to remove the essure performed on (B)(6) 2012). Essure was removed on (B)(6) 2012. In (B)(6) 2012, the patient experienced procedural pain ("following the removal surgery, suffered a painful post-operative recovery"). At the time of the report, the abdominal pain lower, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, cystitis, vaginal infection and procedural pain outcome was unknown. The reporter considered abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, menstrual disorder, migraine, procedural pain and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.